Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for low flow alarms with rapid atrial fibrillation (raf), hemoglobin and hematocrit dropped with an extraperitoneal bleed. The patient experienced double vision with a stroke code called, a computed tomography (CT) scan showed no new findings (previous stroke), the patient was discharged on (B)(6) 2019 with an inr (international normalized ratio) goal of 1.5-2. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported afib with rvr could not be determined through this evaluation. The heartmate ii lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Of note, the patient¿s low flow alarms and extraperitoneal bleed in (B)(6) 2019 were previously addressed under (MFR 2916596-2019-03081). The patient remains ongoing on (B)(6). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: the mentioned previous stroke was reported under MFR number: (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4, h4: correction.